Event description:
Per nurse, tpn overinfused, vtbi was set at 200cc (rate unknown). Vistor at bedside using cell phone. When the nurse returned the rate was the same as previously set, but the entire 1500 cc bag had infused. Medical intervention was needed. Lasix was given.